Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt presented with lactate dehydrogenase levels of 1400-1500u/l, dark urine, hypertension, unspecified low levels of hemoglobin and hematocrit and an international normalized ratio (inr) of 4.9. The pt also had experienced a myocardial infarction one week post original implant. The pt had a pump exchange for potential thrombus.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: routine clinic visit (B)(6) 2014 with complaints of fatigue and dark urine - ldh 1482. Patient admitted for further evaluation. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: signs or symptoms: heart failure: yes. Thrombus event: signs or symptoms: abnormal pump parameters: yes. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Malfunction component: pump: yes. Malfunction component: pump: pump body: yes. Ae device malfunction: yes. Patient outcome: exchange: yes. Device malfunction causative factor: no cause identified: yes. Additional information also included indicated that the patient expired on (B)(6) 2015 due to multisystem organ failure. Device function was reportedly normal.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of vad-57446. The device was returned assembled with the driveline (dl) cut approximately 6¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Visual examination of the outflow elbow revealed no evidence of thrombus formations or depositions. Examination of the rotor inlet upon disassembly of vad-57446 revealed a thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an undetermined period of time while vad-57446 was supporting the patient. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.